Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73j2100123 investigation did not show issues related to the complaint.

Event description:
The user found a clip broken at loading to the applier before use on a patient. No clips fell/remained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The customer returned one cartridge with four clips. Three clips were intact within the cartridge, and one was broken in the cartridge. The returned clips were visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge. Evidence of use in the form of biological material was observed on the returned clips. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the intact clips that were returned. The intact clips were manually loaded into a lab inventory applier and were successfully applied to over-stressed surgical tubing without breaking. No defects or anomalies were observed with the returned intact clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality.". One of the returned clips was broken in half at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
The user found a clip broken at loading to the applier before use on a patient. No clips fell/remained in the patient.